Event description:
It was reported during a routine follow-up, premature battery depletion was observed for essentio l101/722574. On (B)(6) 2018, the battery status was 6.5 years, and as of (B)(6)2019, the battery status had decreased to 5 years. The device was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of /two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of /two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported during a routine follow-up, premature battery depletion was observed for essentio l101/722574. On (B)(6) 2018, the battery status was 6.5 years, and as of (B)(6) 2019, the battery status had decreased to 5 years. The device was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported. The device has been received, and the investigation is in progress.